Event description:
The problem as described in 06/13/2024 e-mail to (B)(4) global clinical program director, abbott laboratories - (B)(4), subject: abbott's triclip teer system problems. Note: there was no response nor to a follow-up telephone call. I am a patient who has undergone two (2) teer (transcatheter edge-to-edge repair) procedures ((B)(6) 2023) by different interventional cardiologists at different medical institutions; and I am worse today than I was prior to the first procedure. Names, places, and diagnostic results are available to you as per agreements in your test program. Several observations that you'd likely find worthy of note include: 1) I am worse today than before the procedures; 2) as an incoming patient I was denied information I sought to help me understand various components of the evolving procedure and establish confidence in projected results. For example: a) I asked to see an actual clip, to understand its properties as related to its size and structure, its ease in implementation, and the effectiveness and long-term durability of its leaf-clipping properties. After repeated requests I was told that I would not be provided any opportunity to see and inspect an actual triclip; b) recognizing that teer is indeed an intricate, space-time critical procedure requiring the physician to attach specific sections of 2 valve leaves while they were in dynamic opening-closing motion, I asked to witness a procedure analogous to that provided to medical students. That request was denied. Clearly a successful procedure depended on: I) the cardiologist's training; ii) the tools/devices at his/her disposal, his/her reflexive speed and eye-hand coordination; iii) the accuracy of the placement/attachment process; and IV) the quality and time-space resolution of the video with which he/she was guided. 3) the first interventional cardiologist claimed to have successfully implanted 2 clips, an assertion that was denied by the md sonologist whose analysis suggested the 2nd clip became undone (or was never properly seated). "Arguments" prevailed, were never resolved. It became clear I needed further and better attention. In my attempts to understand the situation, I asked to see the ultrasound images and was appalled at the extremely poor resolution with which the cardiologist had to operate. Had I been aware of this from the outset, I would likely not have gone forward with the procedure; 4) needing help, I sought another cardiologist at a different institution, where another clip was implanted. Here too there were differences in conclusions on the effectiveness of the clip with the cardiologist claiming better results than reported by the md sonologist and with disagreements on regurgitation volumes. It's worth noting that in my opening conversations with the attending cardiologist, I brought up my concern about the poor resolution of the ultrasound imaging that supported the teer procedure. His response re-affirmed my concern; 5) disagreements between the cardiologists and support sonologists included any use/reporting of quantified measures of the regurgitation volume. The cardiologists effectively denied the worth/merit/accuracy of the computationally-derived regurgitation volume, preferring their subjective evaluation in terms of "light", "moderate" and "torrential"; 6) I have completed 3 months of cardiac-rehab, and continue a daily exercise routine 6 days/week; 7) I feel worse than I did months before the first triclip procedure; and 8) on (B)(6) 2024, a tte (transthoracic echocardiogram) was performed with the analysis claiming only 2 clips were present, not three (3)! I look forward to your response to the foregoing text and the following questions and requests: 1. I want to see and have printed copies of clear and highly-resolved images of each and every one of the triclips in my heart, displaying their exact position and confirming/assuring their permanent coupling to the intended tricuspid. Reference report: mw5157288.